Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to override. A technical support specialist (tss) verified the override issue, found that the item required general override permissions, which were not assigned to the user profile, causing it to not appear on the override list. The tss also confirmed override behavior was working as expected when correct permissions were present. Customer was advised to coordinate with the administrator to update user permissions. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower unable to issue cephalexin cap 500mg. When trying to override, the item did not appear on the override list, despite override settings being enabled in mql and at the cabinet, and pre-select zones being enabled. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.